Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient mentioned that they had cauda equina syndrome. There was no clarification regarding as that syndrome was pre-existing or it was related to device or therapy. Patient said that they still cath 2-3 time a day. Patients weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the patient reported they had their whole system replaced. Patient stated that they fell a lot and even though they had 3 reprogramming sessions, it did not resolve the issue so they had a replacement. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they had their 6 month follow up appointment on (B)(6) and their medications were changed from "urithnaclone". The patient noted that the program on their device was changed to try something different. The patient stated that the day before report they were walked through it with a healthcare professional (hcp) and was told that they may still need to play with it. The patient noted that the hcp did not give them direction on what types of changes to make and was told to go back to the setting they were at prior to changing programs if they got uncomfortable. The patient stated that when they called the hcp they did not know what setting the patient was originally on because the patient had started a new program. The patient reported that it had been a week since their last bowel movement until 2 days prior to report. The patient noted that they had urinary symptoms and were going to the bathroom twice in the morning and none in the evening. Then the patient was not peeing at all and had to catheterize. The patient noted that they were now kind of peeing on their own and didn't have the leakage. The patient stated that they were implanted for bladder and bowel control and that they used to change their underwear/depends 4 or 5 times a day because of the leakage. The patient noted that at the time of report there was no leakage and they were not able to go on their own to pee. The patient reported that they were at the point where they were sitting on the commode and had been able to urinate some but would have to catheterize twice. The patient stated they would catheterize once in the morning and once in the evening but at the time of report they were not able to pee at all and had to catheterize more. The patient did not feel stimulation and noted that they had "kytoquana" syndrome. The patient stated that they never felt stimulation due to the "kytoquana" syndrome condition. The patient was advised to follow up with the hcp to see what types of adjustments the hcp wanted the patient to make. The patient noted that they were informed by a hcp the day before report that their settings were supposed to be at 1.4 v but the programmer showed they were at 1.2 v. The patient increased stimulation to 1.5 v and was to follow up with the hcp if symptoms did not improve. No further complications were reported or were expected.